Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were increasing and had reached greater than 2000 ohms. Additionally, thresholds were high. Reportedly, these issues resulted in compromised biventricular pacing and the patient reported increased heart failure symptoms. The clinician reprogrammed this crt-d to use an alternate lv pacing vector, which reportedly resolved the issue. No additional adverse patient effects were reported. The crt-d and lv lead remain in service.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
Additional information was received indicating that pacing impedances on the left ventricular (lv) lead connected to this device eventually became high out of range in all available vectors. The physician reportedly suspected that the impedance and threshold issues were due to lead damage in the area of the left clavicle rather than any issue with this device or the device to lead connections. The lv lead was surgically abandoned and replaced. The physician elected to explant and replace this cardiac resynchronization therapy defibrillator (crt-d) during the same procedure. No additional adverse patient effects were reported.